Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would not communicate with external device. Multiple troubleshooting attempts have been unsuccessful.

Event description:
It was reported that the patient had an eye surgery and did not place the ipg into surgery mode. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Additional information was obtained.

Event description:
It was reported that the patients ipg was explanted and replaced. Effective therapy was restored.